Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed and a root cause could not be determined. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were found.

Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during an inferior vena cava [ivc] filter retrieval procedure, one of the loops of the vascular snare retrieval device had detached and remained on the ivc filter retrieval hook within the patient. The physician attempted to remove the detached vascular snare loop from the patient with an additional snare device with no success. The physician states that loop migration within the patient is unlikely. The decision was made to leave the ivc filter and snare loop within the patient. No future plans for retrieval and no patient injury to report.